Manufacturer narrative:
UDI not required. The scanwindow was inspected by the field engineer and found to be undamaged. No defect was found on the scanwindow. The window was manufactured according to design specifications. The scan window meets iec60601-1 ed2 requirement ( 45n push test , 0.5j impact test) with exemption to ed3. The applied mitigations, including compliance to design safety standards, are effective and reduce the risk to as low as reasonably practical. The root cause was determined to be unintended user error, i.e. The operator did not properly position the patient securely for the procedure. The user manual provides instructions on appropriate patient positioning.

Event description:
It was reported that a patient struck and penetrated the scan window during a CT scan; sustaining a scrape. While the injury was minor, penetration of the scan window during scanning could result in a serious injury. Serious injury is not likely since the scan window itself is designed to distance the patient from rotating parts while affording diagnostic image quality.